Event description:
Healthcare professional reported intracapsular rupture of the left device. Rupture diagnosed by MRI scan. Unknown about explanation and replacement.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued phone number (e1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound and MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture of left device diagnosed via ultrasound and MRI. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed, as surgical damage. Additional observations: no other observation observed.

Event description:
Healthcare professional reported, intracapsular rupture of the left device. Rupture diagnosed by MRI scan. Unknown about explanation and replacement.